Manufacturer narrative:
Concomitant medical products: 4592-45 lead, implant date: (B)(6) 2009; mc1avr1 leadless ipg, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead were explanted due to occlusion. No further patient complications have been reported as a result of this event.